Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via health canada (190412) that a female patient with unknown age and race underwent unspecified breast surgery with 300cc mentor smooth round moderate profile on one side and with an unknown size unknown saline implant on the other side at an unknown date and experienced pain in the left breast, dizziness, several episodes of depression, chronic fatigue, heart palpitations, between 111 and 132 gastrointestinal problems, migraine, and anxiety. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s side implanted with unknown saline implant.

Manufacturer narrative:
After clinical/secondary review of this file performed on 2/14/2020, it was decided to add breast pain to more accurately capture the reported event. Left side breast pain was reported. However, since sides are not specified, breast pain code is being added to both sides. This report is for the patient¿s side implanted with unknown saline implant. Manufacturer¿s reference number: (B)(4).